Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was over 400 mg/dl. Customer stated that insulin pump had insulin flow blocked alarm during fill tubing and insulin exited tubing with manual plunger push. Customer mentioned that he has short term memory loss due to a stroke that he had. Customer stated there was another insulin flow blocked alarm and now he was running low on reservoir. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.